Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead. It was noted that the lead was nicked during original implant procedure. The lead was explanted and replaced. The patient was stable throughout the procedure and discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported events were high capture threshold and the lead was nicked. The reported event of the lead was nicked was confirmed. Visual examination found a cut to the outer insulation and damaged the inner insulation at the proximal region. The cause of the lead was nicked was due to procedural damage. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fracture. Shorting between conductors was found due to damaged inner insulation consistent with procedural damage.